Manufacturer narrative:
Device evaluation completed on july 8th, 2020: during visual evaluation, two tears were observed on the posterior view, at the juncture of the shell and patch. Microscopic examination was performed and the cause of the deflation could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Tissue expander deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 6/14/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast reconstruction with a mentor cpx 4 breast tissue expander 750cc with suture tabs. Deflation of the left breast tissue expander was diagnosed via self-examination after patient woke in the morning. As a result, the breast tissue expander was removed from the patient on (B)(6) 2018 and replaced with unspecified implants. Once removed, it was noted that the tissue expander was leaking from the posterior surface or back plate. The flexhd was also removed since it was noted to not be integrated.